Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the cup could not be closed. The wire was come away from the fixing hole and the joint portion of the wire was missing. The fixing hole showed that there was the scratch. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and the similar cases in the past, it was known that the missing of the wire's joint portion might be caused by excessive stress while withdrawing the device from the angled scope. The instruction manual of the subject device warns; do not withdraw the biopsy forceps while the endoscope is angulated. Doing so could cause the manipulation wire to detach from the cups. A part of manipulation wire could be damaged and detached to fall off into the patient's body or the wire may stick out and damage the endoscope and/or cause bleeding or damage the mucous membrane. Using the equipment with a detached wire could cause bleeding or damage to the mucous membrane.

Event description:
It was informed that the cup of the subject device was not opened and closed during a lung biopsy. The doctor completed the procedure with another device. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that the joint portion of the wire was missing. The doctor ruled out the possibility that the missing part fell off in the patient.